Event description:
Caller reported that insulin gauge displayed an amount different than expected, resulting in inaccurate pump readings. There was no adverse impact on the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.